Event description:
(B)(6) 2014 customer claims the airfloss caused a broken tooth.

Manufacturer narrative:
(B)(6) 2014 consumer reports that they are not sure if the unit hit her tooth; feels like the spray is just too strong. Consumer has agreed to return the product for evaluation.